Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right upper lobectomy, on the thoracic vasculature of the upper lobe, the reload fired fully but when the jaws opened the device had not cut the tissue at all. The surgeon had to use a pair of scissors to divide the tissue between the staple rows. There was no patient injury.